Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for a gastrointestinal/pelvic floor. It was reported that the patient had a shocking sensation. It was noted that in the past couple of years, the patient has had problems with the implantable neurostimulator (ins) not working and sometimes the patient feels like the device shocks her. It was also reported that patient has been going to the healthcare professional (hcp) office complaining about the device and no one was listening. The patient wants to speak to a manufacturer representative (rep) to check the device. There were no further complications or anticipations reported with this event.